Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The cause of the excessively discharged cell was unable to be positively identified. No adverse events occurred as a result of the defective battery.

Event description:
09/23/2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.